Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2017: the bilateral gsv - when they removed the fiber from the patient, the gold tip was not there. Using ultrasound they located it, and made small incision in the thigh and successfully removed the tip. The disposable device has been returned to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a 45cm nevertouch fiber. A visual review of the fiber noted that the gold tip was fractured off. The device met all dimensional specifications. The customer's reported complaint description of a fiber fracturing in the patient is confirmed. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. A definitive root cause cannot be determined at this time although a possible contributing factor could be due to handling during the procedure. A potential factor could include the buildup of biological matter around the tip tube. If the tip experienced an obstruction during withdrawal, the force required for removal could have caused the tip to detach. Although this theory cannot be definitely determined it does not appear to be design or manufacturing related. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting." The IFU also states "activate the laser by depressing the foot pedal while withdrawing the fiber and sheath together, at a rate that adequately delivers desired laser energy per centimeter (810nm, 980nm lasers: 50-80 joules per cm)(1470nm lasers: 30-50 joules per cm). Do not apply direct external hand pressure or force over the fiber tip during energy activation." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).